Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the low voltage alarm was not identified, but it was stated to be likely due to a black cable issue as the patient did not report any more alarms after the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log file. Data from the submitted log file spanning approximately 4 days was reviewed. Throughout the log file, low voltage advisory and hazard alarms were captured due to the relative state of charge (rsoc) voltage fluctuating around the alarm threshold. The low voltage advisory alarms did not impact the controller¿s ability to support the pump and there were no other notable alarms captured in the log file. A root cause for the reported event was not conclusively determined through this analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot low voltage alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user not to twist, kink, or bend any cables to prevent damaging them. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage advisory alarms with charged batteries. The alarm was suspected to be due to a black cable issue. Inspection of the batteries and clips did not show any debris, damage, or corrosion. Log files were sent for review. Throughout the log file, there were voltage issues on battery power and power module. It was recommended to replace the system controller and continue to monitor.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.